Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A potential dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Patient noticed the leak upon opening the door and removing the cassette. Patient also mentioned that there was a slight tear on the membrane on back of cassette. Patient is fine and required no medical intervention. Sample was discarded.